Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found the helix bent. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead, x-ray examination confirmed that the helix would not extend, and a high impedance and threshold were noted. The physician decided to finish the procedure with another lead. This lead is expected to return. No additional adverse patient effects were reported. Additional information was received from the field indicating that the physician performed more than 30 turns on the helix mechanism.

Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead, x-ray examination confirmed that the helix would not extend, and a high impedance and threshold were noted. The physician decided to finish the procedure with another lead. This lead is expected to return. No additional adverse patient effects were reported. Additional information was received from the field indicating that the physician performed more than 3 turns on the helix mechanism.